Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined pacing, right ventricular (rv) coil, and superior vena cava (svc) coil impedance was observed on the rv lead. The lead also exhibited non-physiologic noise. The lead remains in use. No patient complications have been reported as a result of this event.